Event description:
The pt received two leads with the same lot number. It was reported the left lead was not providing stimulation, and only the right lead was providing coverage. It was reported the impedance were within normal range. It was reported the lead at issue may not have been utilized since implant. F/u identified the physician may undertaken surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.